Event description:
This info was phoned to customer service on dec. 20; 1999 and mailed interoffice to the complaint manager who was on vacation. The info was opened on dec. 28; 1999. The devices were rec'd on dec. 22; 1999 with no paperwork. Pt had primary left hip surgery in 1995. Pt was revised in 1999 for a broken poly liner.